Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the coag button on the es pencil sticks down and the pencil stays activated. There was no pt injury. The site pried the button up.